Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Approx 7 mos post procedure the pt was reassessed for symptoms of wound infection and vaginal spotting. The sling and bone anchors were removed. The directions for use state: "the following complications have been reported as consequences which may occur in urological procedures: urinary retention and infection. Consequences specifically related to material: pelvic sensitivities and tissue erosion."